Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding/bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2010. Previously administered products included for an unreported indication: implanon. Concomitant products included ibuprofen and oxycocet (percocet). In 2016, the patient experienced pelvic pain ("severe pelvic pain/pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device allergy ("allergic or hypersensitivity reaction type: allergic reaction to the device"). In (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved, the abdominal pain, back pain, abdominal distension and fatigue had not resolved and the device allergy, female sexual dysfunction, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device allergy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: patient has been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. She expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. (Essure insertion date discrepancy: (B)(6) 2016 and (B)(6) 2016) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Events per pfs: device allergy, apareunia, dysmenorrhea, nausea, dyspareunia, were added, outcome of the events were updated, concomitant medications were added. Laboratory data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.